Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they used three cartridges from the same box that did not prime. The reporter stated that no insulin came out and the pump did not alarm. The reporter stated that they used a cartridge from another box with no issue. The reporter stated that they did not notice any insulin leaking anywhere. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014. Device evaluation:the retained cartridge was evaluated by product analysis on 01/13/2014 with the following findings:the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.